Event description:
Customer stated four of his blood glucose readings were not saved in the memory of the contour next link. No adverse event was alleged. Customer was advised to return the meter for evaluation. A replacement meter was sent.